Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide additional information.

Event description:
Additional information was received on may 27, 2019. A pyxis system was not used in the hospital to store the product. The product was not subjected to uv whole room sterilization. The doctor said, he likes to gently touch the dilator tip before he performing the case. The doctor was trying for a femoral approach. It is uncertain if the customer bent or tried to reshape the dilator. The dilator was not subjected to any mechanical stress.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update lot number, expiration date, and UDI #, and manufacturer date. It was confirmed that information initially reported was invalid; therefore the correct information has been provided. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. One 7fr destination sheath and dilator were returned for product evaluation. Visual inspection revealed that the dilator tip was broken and returned separately from the rest of the dilator shaft. There were no anomalies noted with the sheath. The dilator was examined by taking its dimensional measurements. The outer diameter of the dilator was measured using a beta lasermike and was found to be 0.0959" which is within manufacturer specification. The inner diameter of the dilator tip was measured using calibrated pin gauges and was found to be 0.040" which is within manufacturer specification. The broken dilator tip sample was further evaluated using scanning electron microscopy and no clear indication of a brittle fracture was evident. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, and to update section. The lot number reported in section of the initial report has been confirmed to be invalid; therefore, the lot number is unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used during the same procedure see MDR 1118880-2019-00065.

Event description:
The user facility reported that there were two destination devices that were broken prior to entry in the patient's body. The doctor changed to another destination (54-64501), and it worked normally. The procedures were completed successfully. The patient was in stable condition. Additional information was received on april 1, 2019. The procedure was a percutaneous transluminal coronary angioplasty (ptca).